Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The consumer reported that torn contact lenses has caused an eye infection. The event is being reported out of an abundance of caution based on the alleged eye infection in the absence of medical information.

Manufacturer narrative:
Coopervision needs to change the MFR report number from 1314956-2016-00003 to 2640128-2016-00003. Please when referencing this MDR use the fei-based 2640128-2016-00003, 2640128-2016-00003-1 (follow-up #1), and 2640128-2016-00003-2 (follow-up #2). The brand name is also corrected from proclear toric xr (omafilcon b) to proclear toric (omafilcon b).

Event description:
Cvi is in receipt of additional information. The patient was overdue for an annual exam and was seen on (B)(6) 2016. On (B)(6) 2016, the ecp advised the patient to stop contact lens wear due to contact over wear and was prescribed lotemax. On (B)(6) 2016, the patient was diagnosed with gpc due to contact lens over wear and was instructed to temporarily discontinue lens wear. Gpc was greater in left (os) eye than right (od). There was no permanent injury and no preclusion to prevent permanent injury. This event does not meet the reporting determination for a serious injury.